Event description:
Philips received a complaint on the efficia dfm100 device indicating that the system check failed for a power equipment malfunction. The remote service engineer (rse) had the customer perform an operational check and the device passed testing. The reported issue was unable to be duplicated. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.